Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room, the device failed maximum output shocks in ventricular fibrillation. The cause of the high defibrillation threshold was poor right ventricular lead position. The whole system was explanted and replaced. The patient condition is stable before, during, and after the event.

Manufacturer narrative:
A partial lead with the connector pin was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.